Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The micro switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1998. The month of manufacture was unavailable at the time of MDR filing.

Event description:
The hospital reported the unit alarmed 'absorber panel open' and could not mechanically ventilate. There is no report of patient involvement.